Manufacturer narrative:
Product analysis: analysis was able to confirm the reported connector was unable to hold a lead, the output connector assembly was broken. Analysis also noted that the output connector nuts were contaminated. All found defective parts were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular port connector would not hold a lead in place. The epg was returned for service. There was no patient involvement.